Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibits signs of repeated use and has one of components 1 and 2 disassembled / missing, the missing component was not returned. DHR was reviewed and no discrepancies were found. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Root cause of the event is attributed to the design of the devices if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shim was found missing ball bearings during cleaning after a knee surgery. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.